Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect fill lines was observed. Additionally, 45 retention samples were evaluated by visual examination, and the issue of incorrect fill lines was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect fill lines. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was an incorrect printed fill line on one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was an incorrect printed fill line on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-nov-2025. Investigation summary: bd received 3 photos and 5 representative customer samples for investigation. The photos were reviewed and the indicated failure mode for incorrect fill lines was observed, nevertheless the issue of incorrect fill lines was not observed in the customer samples provided. Additionally, 45 retention samples were evaluated by visual examination, and the issue of incorrect fill lines was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect fill lines. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was an incorrect printed fill line on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.